Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00129. It was reported the patient¿s ipg was unable to communicate with external devices and the lead was undergoing invalid impedances. A manufacturer representative confirmed the issue and both the ipg and lead were deemed inoperable. Surgical intervention was taken on (B)(6) 2022.

Manufacturer narrative:
A patient¿s ipg was unable to communicate with external devices and the lead was aurtoreducing/ invalid impedances was reported to abbott. A rep confirmed both the ipg and lead were deemed inoperable. As a result, the patient had their ipg and lead replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.